Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the returned unit did not meet all specific functional tests. Unit was received with the base handle closed without the 6in transitional installed and a deformed hole. Unit was received without the 6in transitional member. New components were added to replace parts. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
The user facility returned the a2101 ultra base unit for service and repair because the unit was closed without the 6in transitional rod.